Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the CGM was reportedly displaying low glucose readings; however, a blood glucose (BG) meter reading measured 366 mg/dL. The patient also received a brief "Sensor Issue" message. When sensor readings resumed, the CGM continued to display low glucose values before later increasing from "LOW" to 144 mg/dL. The patient subsequently went to sleep. The following morning, family members were unable to awaken the patient and emergency medical services (EMS) were contacted. Upon arrival, paramedics obtained a BG reading of 30 mg/dL. The patient was transported to the hospital, where she was admitted to the intensive care unit (ICU). The patient was intubated, placed on mechanical ventilation, sedated, and treated with intravenous (IV) fluids and saline. During follow-up on (b)(6) 2026, the patient remained hospitalized for ongoing monitoring but was no longer in the ICU. The patient continued to be intubated and sedated, with ongoing blood glucose fluctuations and reported neurological complications. The patient was reported to be awake and aware of her surroundings but remained on a feeding tube and was unable to speak. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6: Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.H6: Codes: Health Effect - Clinical Code Problem Code: 2368 Sedation / Code Not Available.H6: Codes: Health Effect - Clinical Code Problem Code : Correction to disregard 4581 Appropriate Term/Code Not Available.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.